Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3. Zoll medical united kingdom evaluated the device and the device performed to specification. A review of the clinical file indicated the user was performing CPR compressions during the analysis segment which resulted in artifact overwhelming the underlying rhythm which was not shockable. Per the x-series operator's guide, the rescuer must stop CPR while the patient's rhythm is analyzed to determine whether it is shockable. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm clinicians believe was non-shockable. Complainant indicated that the clinician did not deliver the shock to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.